Event description:
The office claimed a female employee had an allergic reaction to the latex exam gloves. She developed a rash all over her body and had to seek medical attention and was prescribed medication. The doctor was reluctant to give any further info as to her condition or medical attention except to say that she is fine now.